Event description:
Customer reported to beckman coulter, inc. (Bec) that sample tube tops were wet with blood after the tubes were processed on the coulter lh 500 hematology analyzer. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Customer reported to bec field service engineer (fse) that the instrument was leaving blood on sample caps on control vials and not on any patient sample vials. Customer reported that normal amount of leakage was found on the control vials. The fse found the control vials had been punched many times. The fse explained to the customer that control stoppers will degrade with significant punches. The fse verified the needle was in good condition with no issues. The fse adjusted the differential scatter to assay. Coulter lh 500 hematology analyzer instructions for use states in pertinent part as follows: "possible specimen leakage or clogging of the aspiration system can occur. Excessive piercing of the sample tubes causes significant coring of the stopper. The number of pierces without problems can vary slightly among sample tube types and manufacturers. Do not pierce a blood collection tube listed in this document more than five times".

Manufacturer narrative:
(B)(4).